Event description:
It was reported prior to use that the cardiosave intra-aortic balloon pump (iabp) experienced an autofill failure. No patient was involved.

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6) hospitals. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter, event site name, event site email), e3, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Due to character limit in block e1: event site name: (B)(6) hospitals and clinics. A getinge fse evaluated the unit and found saline in pim compartment. Replaced pim. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. The unit was ready for clinical use. The failure analysis and testing department received the following part associated with this complaint: pneumatic module assy. This part was received with a reported unit failure message of autofill failure. The failure analysis and testing dept. Performed a visual inspection and found saline on pim and safety disk port. This (saline) might cause the problem of autofill failure. Due to saline on pim, the fat dept. Cannot be investigated this part with cardiosave test fixture. Retaining pim in the fat dept. Per procedure.